Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was unable to acquire ECG readings. There was no indication of negative patient impact.